Manufacturer narrative:
(B)(6)a customer alleged 5 false positive flu b results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system (tube lot 00909z). An investigation to evaluate the customer issue is ongoing. A request has been made to return analyzer 14811 for further inspection and repair. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4).(B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer alleged multiple false positive flu b results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system (tube lot 00909z, analyzer (B)(4)). Initially, two flu b false positives were alleged. Patient sample 1 generated a positive flu b result and was retested on the cepheid genexpert which yielded negative results. Patient sample 2 originally generated a flu b positive and sars-cov-2 positive sample. The sample was re-tested using the cepheid genexpert which confirmed the sars-cov-2 positive but was negative for both flu a and b. A review of the data on 25-feb-2021 identified 3 additional potential flu b false positives generated on the same analyzer. As a result, 5 mdrs will be filed per FDA guidance.no information is currently available regarding sample collection or customer workflow.there is no available information to confirm the allegation for patient sample 1. A review of the data identified that the initial result for patient sample 2 had very low fluorescence and was unstable. A request was made to return analyzer sn (B)(4) for further inspection and repair. An investigation to evaluate the root cause for patient sample 2, and the additional alleged samples, is ongoing.

Manufacturer narrative:
The customer's cobas liat analyzer was returned for evaluation and repair. The inspection confirmed the optical path was blocked, likely due to tube leakage, and the actuators were noted to be in poor condition. These findings are attributed to the false positive results observed. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).